Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her son experienced high blood glucose levels 530 mg/dl as well as low blood glucose level of 49 mg/dl. Customer was treated with juice and food for low blood glucose level. The insulin pump will not be returned for analysis.